Event description:
It was reported that the patient's left knee was revised due to wound dehiscence. A 2x11 cs insert was exchanged for another. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding patient factors (wound dehiscence) involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wound dehiscence. No device-related failure modes were reported or alleged. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.